Manufacturer narrative:
The screenshots of the gas path test were sent to zoll technical support for assessment. After review, technical support verified that the safety valve was indeed leaking. The customer was recommended to replace the inspiration block to rectify the problem. The faulty inspiration block was sent back to the zoll failure analysis lab for examination, where the reported issue was validated. The assessment revealed an internal malfunction of the o2 safety valve, which caused the leakage.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant reported the unit was displaying a technical failure 388 alarm, indicating no o2 dosing was possible. There was no patient involvement reported.